Event description:
A healthcare professional reported that during an intraocular lens implantation procedure, while operating in phacoemulsification mode, no vacuum was building up. However, sculpting then suddenly worked, followed by an abrupt loss of flow in the ophthalmic system, leading to overheating of the handpiece. The system did not display any message indicating the absence of flow; therefore, the issue went undetected. The patient experienced a corneal burn and wound leakage at the scleral tunnel and subsequently required suturing. Flow was restored after rebooting the system. The patient¿s current condition is unknown. This report pertains to ophthalmic handpiece involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.